Event description:
It was reported that during the procedure in a lower extremity artery, an omnilink elite stent system was advanced into the patient anatomy without resistance and the stent was deployed. The omnilink elite balloon was deflated. During withdrawal, the omnilink got stuck in the sheath. Both the omnilink and the sheath were removed as a single unit without difficulty. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the hub and in the 6 french non-abbott introducer sheath, consistent with the reported use. There was no contrast visible. The balloon catheter was returned frozen in the proximal end of the introducer sheath as reported. The balloon portion of the catheter was frozen in the introducer sheath. There was no damage noted to the balloon catheter or introducer sheath. A .086 inch pin gauge was used to measure the inner diameter of the distal end of the non-abbott introducer sheath. After the balloon catheter and introducer sheath were soaked in the water bath for three days, the balloon still could not be removed from the introducer sheath. Potential factors for difficulty removing the omnilink elite from an introducer sheath include, but are not limited to, incorrect size sheath used, damage to the balloon or damage to the introducer sheath. It was reported that the omnilink was advanced through the sheath with the stent on the balloon with no resistance. This suggests that the balloon material was likely compromised after the stent was deployed. It may be possible that the balloon was not fully deflated or did not refold properly. This would cause the balloon material to bunch up during removal and ultimately freeze within the introducer sheath. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the reported difficulty could not be determined; however, there is no indication to suggest a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for damage during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).